Event description:
A pump issued an altitude alarm, but there was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was temporarily suspended due to the altitude alarm. Technical support guided the customer to remove obstructions from the pump's speaker holes, clean them, and reconnect the cartridge. After following these instructions, the insulin delivery was successfully resumed, and the alarm did not recur. Technical support also provided preventative tips, which the customer acknowledged.